Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Dealer stated that the brakes are broken. MDR filed.

Manufacturer narrative:
No RMA has been initiated for this issue. The malfunction has not been confirmed.